Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient underwent a surgical procedure due to a suspected loose fixture. It was determined that the abutment screw had become loose. The abutment was reattached to the original fixture. The implanted device remains.